Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The device had not been interrogated in more than five years and when reviewed, it was noted that it had reached end of life (eol) battery status nearly three years earlier. It was further noted that the device appeared to still be providing pacing therapy. Boston scientific technical services (ts) recommend replacement, as device function could not be guaranteed. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned and analysis is expected.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this cardiac resynchronization therapy defibrillator (crt-d). The device had not been interrogated in more than five years and when reviewed, it was noted that it had reached end of life (eol) battery status nearly three years earlier. It was further noted that the device appeared to still be providing pacing therapy. Boston scientific technical services (ts) recommend replacement, as device function could not be guaranteed. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has been returned and analysis is expected.